Event description:
It was reported that a programming error occurred, the patient was lethargic, weak and experienced increased head pain. Telemetry strips reviewed, results were 'programming error.' Intervention included intravenous narcan, dose was not reported. The pump was reprogrammed and the dose lowered. It was noted the patient recovered without sequellae. The device system was used to infuse dilaudid and baclofen.

Manufacturer narrative:
Concomitant products: physician programmer model 8840, serial# unknown, implanted:na, explanted: na; patient programmer model 8835, serial# (B)(4), implanted:na, explanted: na; catheter model 8709, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was later reported that this occurrence was an unintended side effect of the increase in medication ¿ not a programmer error. The opioid in the pump was changed and the baclofen was increased of which the patient did not tolerate the increase.

Manufacturer narrative:
(B)(4).